Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lower case was contaminated, both bail covers were broken, the lead flex cover was corroded and contaminated, the lead flex o-ring was installed wrong (pinched), the atrial output connector was missing medical adhesive, the battery contacts were compressed, the battery drawer was damaged and contaminated, the keyboard window was scratched and the battery drawer o-ring was discolored and contaminated. (B)(4).